Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left forearm. A no-bsc guide wire was advanced to the lesion. A 6.0mmx40mmx40cm sterling balloon catheter was selected to predilate the lesion. During the first inflation, the balloon ruptured at 10 atmospheres after being inflated for 15 seconds. The device was removed intact. The procedure was completed with a 5mm pcb balloon catheter at nominal pressure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).